Manufacturer narrative:
The device was returned to stryker product analysis center (pac) for evaluation. The device would not complete boot up cycle, which was the cause of the reported issues: no voice prompts and readiness indicator not flashing. The device later was able to boot up and issue could not be repeated. An analysis of the device log verified the service code. The logs were cleared and tests were re-run with no recurrence of service code. The service code is the cause of the not ready/call service status. Root cause of device not powering on could not be established. The device was retained by stryker. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device's readiness indicator was not flashing as expected and there were no audible prompts. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's readiness indicator was flashing as expected and there were no audible prompts. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.